Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be, ¿short latex dwell time¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent right ureteroscopy surgery. After the operation, an indwelling catheter was placed to drain urine. The patient has been informed of the precautions for indwelling a catheter. When the patient was undergoing urethral orifice care, the urinary tube prolapsed on its own, and the extubation was performed smoothly and without resistance. After the urinary tube was pulled out, it was found that the airbag was ruptured and the airbag was incomplete. Report to the doctor to observe the patient's urination and inform the patient for 1 month extubation and double j tube re-examination of cystoscopy. The patient did not complain of discomfort and light red urine was resolved. Per additional information via email from (B)(6) on 20oct2020, the detached balloon and urethral catheter were complete and per additional information via email from (B)(6) on 05nov2020, it was confirmed that double j tube re-examination of cystoscopy procedure was performed because of the balloon rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent right ureteroscopy surgery. After the operation, an indwelling catheter was placed to drain urine. The patient has been informed of the precautions for indwelling a catheter. When the patient was undergoing urethral orifice care, the urinary tube prolapsed on its own, and the extubation was performed smoothly and without resistance. After the urinary tube was pulled out, it was found that the airbag was ruptured and the airbag was incomplete. Report to the doctor to observe the patient's urination and inform the patient for 1 month extubation and double j tube re-examination of cystoscopy. The patient did not complain of discomfort and light red urine was resolved. Per additional information via email from ibc on 20 oct 2020, the detached balloon and urethral catheter were complete.